Manufacturer narrative:
The impella cp was discarded by the user facility. The aic console data logs involved in this event have not been returned for evaluation by the user. Abiomed will continue to make good faith attempts to retrieve data and information, and will submit a follow up report if they become available. (B)(4).

Event description:
A (B)(6) year old male patient presented with an ejection fraction of 15 and was anuric. An impella cp was implanted for support for hrpci on (B)(6) 2017. On (B)(6), fluoroscopy imaging revealed the pump came out of position out of the left ventricle, requiring repositioning back across the aortic valve. The imaging also revealed the impella pump was completely in the aorta and the pigtail had become hooked on the catheter. The patient was brought to the cardiac catheterization lab in order for the device to be snared from the prolapsed position. Once the pigtail was released, the pump straightened out and was advanced across the aortic valve and into position in the left ventricle. The patient was returned to the unit and support continued. The patient continued to decompensate over the next several days, and was placed on dialysis on (B)(6). The patient developed a fever on (B)(6) and the family made the decision to withdraw care. The impella did not cause or contribute to the patient outcome.